Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgeon opted to not place the reference frame on the above nor below the final vertebral body, as they desired a smaller incision for the procedure.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a lumbar screws placement. The alleged inaccuracy was at the l5 to l3 fixation. There was a reference placed on l4 spinous process. The screw was correctly placed on l5 and l4 but extra pedicular on l3 was seen when doing a 2d check. The health care professional had to remove both l3 screws and place them correctly using the navigation. Troubleshooting was performed and the reference frame, drill guide and screw driver were checked and all were below 0.2mm. The navigation was checked with both drill guide and screw driver instruments after surgery while using the same patient navigated scan touching one specific point on my lumbar spine phantom, all instruments showed the same navigation view/position on the navigation. Accuracy check was performed while using the spine lumbar exam on the phantom, navigation was accurate. The probable cause of the reported issue is that the patient l3 vertebra might have moved during the distraction of the tissue or the reference "elastic" movement (cables, hand..) When navigating on l3. There was less than an hour delay in the case. No impact on patient outcome.